Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station needed a full synchronization. A technical support specialist (tss) performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system needed a full synchronization. The nurse was unable to access a stat medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.